Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step for cartridge. Tandem clinical support educated the customer to follow the proper air removal steps. The customer¿s blood glucose (bg) level was intermittently displayed as ¿high¿; however, a specific value was not provided. Bg level was corrected with a bolus via the pump. The customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was intermittently displayed as ¿high¿; however, a specific value was not provided. Bg level was corrected with a bolus via the pump. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.